Event description:
It was reported that during a laparoscopy, the device stayed locked when the trigger was squeezed. They were able to get it off the tissue. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.